Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 11/16/2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to specify when the alleged inaccuracy began. She detailed that on "(B)(6) 2015. 9:45am" she obtained a blood glucose result of 55mg/dl on the subject meter which she compared to the reading of "33mg/dl obtained on another meter (paramedics meter), performed within 30 minutes of each other. The patient manages her diabetes with insulin (self-adjuster) and reported that on "(B)(6) 2015. 9:30 -10:15am" she took more food and/or drink as a result of the alleged product issue. The patient stated that "20 minutes" after the alleged issue began; she developed the symptoms of "sweating, dizzy, and facial twitches". She reported that on " (B)(6)2015. 9:30 -10:15am" she was treated by a health care professional (hcp), emergency medical service with a glucagon injection. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.